Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced worsening symptoms and "seizure" like episodes including tightness in the throat/back of the shoulder, lip pulling, worsening in slowness and gait, and cervical dystonia. This was found to be due to lack of stimulation from the device being at end of service (eos) with a device malfunction noted and a power on reset (por) message seen. As a result the implantable neurostimulator (ins) was explanted/replaced on (B)(6) 2017 with the event unresolved at the time of the study exist/death/study closure. The etiology was noted as related to the device or therapy and not related to the implant procedure. The cause of the event remains unknown. No further complications are anticipated.

Manufacturer narrative:
Additional review indicated that some information contained in this report applies to report # 3004209178-2017-16265. A supplemental report has been sent in that report. Estimated event date. Month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the system was explanted and not replaced on (B)(6)2017. No further complications were reported/an ticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient's device was explanted due to lack of therapeutic relief. There was also a por code. It was noted the device would not be replaced. Additional information received indicated the patient exited the study due to an adverse event where they could no longer be followed. Additional details regarding this were unknown. Event date was reported as (B)(6) 2018; however, this is after the aware date, so the timeline is unclear. No further complications were reported/anticipated.